Event description:
It was reported the ventricular pacing impedance had a sudden rise from approximately 310 to 1000 ohms. Five days later, the patient was found dead in bed after a 2 hour sleep in a context of fever. The coroner did not provide a cause of death, but did note "several clinical signs suggestive of neonatal lupus plus hemolytic-uremic syndrome." The patient had a medical history of congenital atrioventricular complete heart block, atrial septal defect, and "twin to twin syndrome." There is no allegation by a health care professional that the death was device/lead related.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
(B) (4)

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead in segments returned and analyzed.